Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the implantable neurostimulator was in overdischarge. The last time that the patient charged or used his implantable neurostimulator was approximately 1.5 years prior to the report. Antenna locate was used to determine satisfactory location for a physician mode restart. A physician mode restart was performed on (B)(6) 2016 after which the patient was able to charge with full coupling. The patient charged to full and was seen on (B)(6) 2016 to have the power on reset cleared, error code 0x2608. The patient was reprogrammed and the sensor was activated on (B)(6) 2016. The patient has continued to keep the implantable neurostimulator charged, but the implantable neurostimulator depletes in less than one day. The patient was interested in replacing the rechargeable implantable neurostimulator to a non-rechargeable. The current amplitudes were 2.10 volts and 2.60 volts. The patient was going to consult with the implanting physician regarding a possible replacement.

Event description:
Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain and chronic low back pain. It was reported that the hcp had just started working with the patient and was not involved with previous overdischarge. Hcp stated that the device is now working and the patient is most interested in a non-rechargeable device, due to their device depleting so quickly after the long overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.